Event description:
The MFR of a contct lens care cup for use with 3% hydrogen peroxide systems rec'd a report from a foreign country that a cup burst during use. No injury occurred. The MFR is implementing corrective actions to prevent reoccurrence of this event.